Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was found to be non-operational. A field service engineer (fse) conducted component isolation and identified the fault as originating from the drawer board in 5.1 and the board was replaced, and the system was tested to confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not powering up, and the screen went black during cycle count. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.